Event description:
It was reported that this pacemaker system exhibited far field oversensing as well as suspected loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) was consulted and upon review proper capture was noted with fusion beats. Programming enhancements were discussed for the oversensing. No adverse patient effects were reported. This device remains in service.